Event description:
It was reported that "while dr was attempting to remove a screw that was locked into the plate, the screw extractor's inner shaft tip broke off."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.